Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medications. A technical support specialist advised the customer to do a reboot and after reboot the station was back online. The system functioned as intended after the technical support specialist confirmed customer resolved the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was able to log in but was unable to pull the medication. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.